Manufacturer narrative:
The device was returned for evaluation and did not have any visual damage, however there was blood ingress in the purge lumen, indicating blood in the motor. Without the data logs, the events leading up to the blood ingress is unknown. The root cause of the pump stop was blood ingress, however it is unknown what allowed the blood to enter without the data logs.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.5 pump inserted via axillary approach. The pump stopped, explanted and another 5.5 pump was inserted.